Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 10july2019. The product support engineer troubleshot this issue with the customer over the phone and advised the customer to be sure that everything is zeroed and if unit still fails, the data acquisition (da) printed circuit board (pcb) or flow sensor assembly might be faulty. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the ventilator failed the air flow accuracy test during performance verifications test with a reading of .8 when set to 1. The ventilator was no in use on a patient at the time of the event occurred. The device was not being used for treatment.